Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a device follow up post an unrelated procedure. It was noted that the patient suffered from infection and the atrial and ventricular leads had vegetation. The system was explanted. The patient was stable during and post procedure.